Manufacturer narrative:
During a standard dental surgical treatment, the handpiece got warm but did not cause any harm. Patient just noticed that the temperature increased. The analysis of the handpiece did show that it was running out of specification due to normal wear process. The warm up was reproducible. The user instruction brings to attention that only faultless tools must be used by the competent user, hence it is mandatory to perform a functional test before each use. Reported due to the 2 year presumption rule.

Event description:
During a standard dental surgical treatment, the handpiece got warm but did not cause any harm. Patient just noticed that the temperature increased.